Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Several attempts to gather information from the customer were made. The customer advised that no further information will be provided. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports that the catheter broke at the luer lock connection on the outside of the patient body.

Manufacturer narrative:
A uvc catheter: 3.5 fr pvc, product# 8888160358, that was decontaminated with metricide with the new design was received for evaluation. The catheter tubing was torn in 2 places, near the luer fitting and 18cm mark, resulting in 3 pieces. The luer fitting area was examined under an optical microscope. The catheter lumen was analyzed by an attenuated total reflectance fourier transform infrared spectrometer (atr-ftir) to determine the base material. Based on the ftir result, the catheter appears to be polyurethane (pu). Based on the examination under a microscope, the catheter tubing was torn in 2 places, near the luer fitting and 18cm mark, resulting in 3 pieces. A lot number was not provided, therefore, it is was not possible to perform a device history record (DHR) review. Manufacturing performs 100% leak testing and visual inspection at the final stage of production. All DHR¿s are reviewed for accuracy prior to product release. According to the event description, [the customer reports the catheter broke at the luer lock connection on the outside of the patient body.]. Product specifications were reviewed in order to identify possible root causes for the cracked/broken unit. The following potential causes were identified: defective material, misuse, machine malfunction, inspection failed or not performed, improper materials selected. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The following potential root causes identified were inadvertently reported in follow-up 1 as defective material, misuse, machine malfunction, inspection failed or not performed, improper materials selected. However, the investigation findings confirmed that this was not manufacturing related and the potential root cause is customer misuse. (B)(4).